Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers were received. It is alleged that the patient has ongoing complaints caused by his hip and that he has elevated chromium and cobalt levels in his blood. Update 10/3/2012 - patient's operative reports received. It was noted that the patients right hip had become painful. It was also noted that there was an abundance of necrotic appearing tissue, and the trunnion femoral component was almost entirely black with corrosion. Update - 05/12/2012 (B)(4); operative notes for implant and revision received.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.